Manufacturer narrative:
Follow-up # 1 ¿ (02/06/2015). The patient¿s meter and test strips have been returned on 12/23/2014 and 1/13/2015, respectively, and evaluated by lifescan product analysis on 1/22/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed; however, a secondary issue was noted when the test strips' desiccant was found to have been split at same site as score on the outside of the vial. A tertiary issue was noted when the test strips' vial was found to have been scored down the outside of the vial. In addition, a quaternary issue was noted when the vial label was found to have some damage to a piece of non-critical information but is still legible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging the subject meter (onetouch verio2) displayed a "used test strip" message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.